Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. Later healthcare professional reported implant rupture during ultrasound examination and capsular contracture baker grade ii. This record is for the left side. The device was explanted and replaced